Event description:
It is reported that when trying to implant the femoral component, it was impossible to do it, since the femoral cuts that were made, did not correspond with the shape of the femoral component. Another femoral component from the same size and side was opened, and it fitted properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.